Event description:
It was reported to MFR that the pt presented to the hosp having experienced multiple shocks from the concomitant implantable cardiac defribrillator. Upon interrogation, noise was observed on the egm. At x-ray, a crushed lead electrode was seen. The decision was made to explant the lead.